Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during peritoneal dialysis therapy after the patient removed the cap at the end of the connection. The transfer set and catheter were changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted a broken occluder leg. The reported condition was verified. The cause of the broken occluder leg could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.